Event description:
Pregnant patient who had a technically successful nephrostomy placement in interventional radiology on (B)(6) 2023. Subsequently later that evening was noted to have leakage around the catheter. The catheter was found to have a leak at the connection between the hub and the catheter. The patient went back to interventional radiology on (B)(6) 2023 for a replacement to be placed. The manufacturer is cook medical the part number is g09501.